Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. The customer stated that she resolved the issue by wiping off the metal contact on her battery cap. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test (battery failed) alarms noted during testing or could be found in the alarm history files. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (electrical board a 1 and electrical board a 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Failed batt test (battery failed) alarms are not confirmed. No unexpected failed batt test (battery failed) alarms noted during testing or could be found in the alarm history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.